Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies coil premature separation as potential complications associated with use of the device. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported, implant was early detached: the coil passed the pretest with the v-grip. However, the v-grip failed to detach the implant as no audible tones sounded. Repeated attempts were made to detach the implant, but detachment was unsuccessful. When the pusher was pulled, the implant moved together with the pusher. On further pulling on the pusher, the implant detached unintentionally. The detached implant was pushed out of the microcatheter tip using a micro-guidewire and was able to be implanted in the target site. Subsequently, the procedure was completed successfully. No patient harm was reported